Event description:
The customer reported to the sales rep that during surgery one of the spikes on the device broke off and stayed in the patient. The sales rep reported that this lead to an extension in surgery time to remove the broken spike from the patient.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records evaluation not performed as no patient information was provided for review. Device history review indicated all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to corrective action implementation. Complaint history review indicated that there have been 2 similar previous reported events. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly.

Event description:
The customer reported to the sales rep that during surgery one of the spikes on the device broke off and stayed in the patient. The sales rep reported that this lead to an extension in surgery time to remove the broken spike from the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.